Event description:
It was reported that during a neurovascular procedure the operator used the subject guidewire to bring a catheter to pass the dissection aneurysm to right pca (posterior cerebral artery) p1 segment. The patient's vessel was noted to be tortuous. The operator delivered a stent catheter for several tries but failed to deliver it to the location so withdrew it and replaced with another catheter. The operator delivered the subject guidewire again to exchange stent catheter but during this procedure the tip 20cm of the subject guidewire fractured inside right va (vertebral artery). The procedure was stopped and a neurosurgery was performed to cut the vessel and removed the fractured subject guidewire from the patient. A surgical delay of 300 min was reported due to this event. The patient's current condition was stable and the patient returned to general ward.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The guidewire was returned broken/fractured and the distal fragment was not returned (274cm from the proximal end). The guidewire was noted to be kinked at 268cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was not returned. Functional inspection: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that delivered the subject guidewire again to exchanged fastrack stent catheter but during this procedure the tip 20cm of the guidewire fractured inside right va (vertebral artery). The operator then stopped the procedure and invited physician from neurosurgery department to conduct surgery to cut the vessel and took the fractured guidewire out. Additional information provided by the customer indicated the patient's vessel was very tortuous and the operator did a lot to build access. The device was returned for analysis and it was confirmed that the distal end of the guidewire had fractured and was kinked, the distal section of the wire was not returned. It is probable that the guidewire experienced high tension and/or torsion forces while navigating and or removing inside the anatomy of the patient, due to the tortuous anatomy of the patient resulting in the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ and to the analyzed 'guidewire kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure the operator used the subject guidewire to bring a catheter to pass the dissection aneurysm to right pca (posterior cerebral artery) p1 segment. The patient's vessel was noted to be tortuous. The operator delivered a stent catheter for several tries but failed to deliver it to the location so withdrew it and replaced with another catheter. The operator delivered the subject guidewire again to exchange stent catheter but during this procedure the tip 20cm of the subject guidewire fractured inside right va (vertebral artery). The procedure was stopped and a neurosurgery was performed to cut the vessel and removed the fractured subject guidewire from the patient. A surgical delay of 300 min was reported due to this event. The patient's current condition was stable and the patient returned to general ward.